Event description:
Additional information reported patient lost effective therapy due to high impedances on one lead and there is no issue with the other lead. Therefore, patient underwent surgical intervention on (B)(6) 2025 during which the impeded lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced recent trauma and the system was auto reducing and unable to provide effective therapy. One of the leads was exhibiting high impedances in most of the contacts. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.